Event description:
It was reported that the device was in back-up operation. The measured battery data was 2.67 v, 15 ua, 6.3 kohms with an estimated longevity of 3 months. The patient's under- lying rhythm was 3rd degree av block with a slow ventricular rate.